Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) was 540-541 mg/dl. Reportedly, insulin was suspended due to altitude alarm. Customer administered a short acting insulin injection to address bg level. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.